Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the system was not in clinical use when the issue occurred. The philips remote service engineer (rse) analysed the system remotely and confirmed that the system did not continue to boot up. A review of the system logfile confirmed the reported malfunction. Upon troubleshooting, the rse found that suite pc was not powering up properly. To resolve the issue, the rse advised end user to perform system power cycle. After three attempts of power cycle the reported issue didn¿t reoccur, and the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that system would not boot up. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.